Event description:
It was reported that the patient experienced a shocking/jolting sensation at the pocket regardless of whether the stimulation was off or on. The patient lost eighty pounds and the ipg subsequently became loose in the pocket. Impedance measurements were normal. Further information is being requested from the hcp.

Manufacturer narrative:
.